Event description:
Refrence number (B)(4). Event occured in saudi arabia. It was reported that the patient experienced high blood glucose of 280 mg/dl on (B)(6) 2026 due to a bent cannula. The patient was treated with an insulin pen, and the elevated blood glucose level lasted for two hours. The insertion site was the leg, and the infusion set had been in use for less than 24 hours. No further information is available.